Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that the station was not communicating. A technical support specialist (tss) remotely accessed the device and opened the command shell. The data synchronization device service was restarted using power shell. After the service restart, the disconnected icon was cleared, and communication was successfully restored. The system functioned after the technical support specialist troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.